Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the user was unable to authenticate during log in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to authenticate during log in. A technical support specialist logged into station, reviewed station configuration, updated netbios configuration, duplex, and ntp server, confirmed that windows time service was started and set to automatic and confirmed that the customer re-made the user ID barcode and reregistered fingerprint and verified that the logins are successful to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.